Manufacturer narrative:
(B)(4). Based on the information available, there is no allegation, evidence and/or documentation indicating the liberty select cycler malfunctioned in any way to cause or contribute to the event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018, this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service to report the end of his extension set had "popped off" and he was holding his catheter closed. The patient presented to the emergency room (ER) at (B)(6) hospital (discharge summary unavailable) on (B)(6) 2018 for a pd catheter malfunction (not a fresenius product), nausea, vomiting, diarrhea, abdominal pain, metabolic acidosis and peritonitis. The patient¿s white blood cell (wbc) was elevated (14.8) and he was given intravenous (IV) vancomycin 1 gm and ceftazidime 2 gm as a result. The patient was given sodium bicarbonate to address a co2 lab result of 9 mmol/l. Although the specifics are unknown, it appears the patient was transferred to (B)(6) hospital on (B)(6) 2018. The patient presented with chills, nausea, vomiting, hypertension (blood pressure = 185/133), diarrhea (x 10 days), severe abdominal pain (x 4 days), abdominal cramping (x 4 days), pd catheter malfunction, peritonitis, fatigue and malaise. The patient reported he did not take his blood pressure medications all day, and was unable to complete his pd therapy (number of treatments unknown) due to abdominal pain. A pd effluent fluid culture and cell count was obtained and showed an elevated white blood cell (wbc) count of 490, and a red blood cell count of 1170; for which the patient was treated with metronidazole and ciprofloxacin (route, dosage, durations and frequency unknown). The patient was transferred to the inpatient dialysis unit, where a right groin quinton catheter (not a fresenius product) was inserted for hemodialysis (hd). The record states the patient underwent hemodialysis (hd) therapy (number of treatments unknown). Over the course of the hospitalization, the patient¿s condition continued to improve. The patient¿s pd catheter was initially going to be repaired, however due to continued abdominal pain; the patient was unable to tolerate pd therapy. The pd catheter was removed on (B)(6) 2018, and a permanent hd catheter (not a fresenius product) was surgically placed. Culturing of the pd catheter tip, post removal, revealed it was positive for staphylococcus epidermidis. The patient transitioned to hd therapy permanently upon discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."